Event description:
Per the audiologist, the patient was explanted due an infection that spread to site of the receiver stimulator. The patient was explanted in 2009. Reimplantation is planned, but had not been scheduled at the time of this report, the following month.